Manufacturer narrative:
(B)(4). Date sent: 9/5/2025. B3: event year only reported: 2025. D4 batch #: c9dd5l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. The instrument was disassembled to inspect internal components and it was found that the clear face seal o-ring was missing from the assembly. The irrigation issue reported by the customer is confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot/batch c9dd5l, and no non-conformances were identified.

Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.